Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Reported phone number: (B)(6).

Event description:
It was reported the patient had surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Surgical intervention may take place at a later date to address the issue.